Manufacturer narrative:
This medwatch is for inform system 1. Please see medwatch is for report on inform system 2.

Event description:
Nurse reported pt blood glucose (bg) result of 47 mg/dl on inform system 1, treated pt with d50. Reported a second pt blood glucose (bg) result of 28 mg/dl on information system 1, 26 mins later, again treated pt with d50. Pt's bg result 20 mins later, was 16 mg/dl on inform system 1, inform system 2 result 2 mins later was 108. No pt symptoms or further treatment was reported. A request was made for the return of the system, replacement was sent.